Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017. As per the reporter during servicing it was identified that the rod had a compromised o-ring.